Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were in emergency room due to high blood glucose on (B)(6) 2018 at 8:30 am with blood glucose 302 mg/dl at the time of incident. The customer's current blood glucose is 302 mg/dl. The customer experienced symptoms such as sweat, nausea, shaky as a result of high blood glucose. Troubleshooting was performed. The customer was wearing the insulin pump within 48 hours of reported high blood glucose event. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and delivery accuracy test. No under delivery anomaly or over delivery anomaly noted. The stop (idle) current and run current measurement tests are within specification. Device also passed self test, off no power alarm test and unexpected restart error test. Device was received without the original battery cap. Unable to verify damage to the battery cap. Device had cracked battery tube threads and cracked reservoir tube lip. (B)(4).